Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).

Event description:
A surgeon reported that a patient was diagnosed with toxic anterior segment syndrome (tass) on the first post operative day. There was no sign of infection. The patient was reported to be improving with the use of steroids. Additional information has been requested. This report is for the fourth medical device associated with this event.